Event description:
It was reported " [the user] stated the unit was turning off and it was having helium losses". The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00855.

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarms was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the pcs assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " [the user] stated the unit was turning off and it was having helium losses". The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00855.